Manufacturer narrative:
Occupation: clinical engineer. Complete event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately eight hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. Another eight hours later at 10:35am the same alarm was generated again. The customer confirmed all connections and restarted the iabp, but the issue persisted. The iabp was then switched out with a cs300 to continue therapy. Later that evening, the iabp generated a leak in iab circuit alarm and blood was seen in the tubing and had entered the iabp. Therapy was discontinued and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and a leak was detected on the membrane approximately 3.8cm from the rear seal measuring 0.013cm in length. The reported alarms were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).